Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion: no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient's device was explanted on (B)(6) 2016.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found the ins was functionally okay with insignificant anomalies.

Event description:
Additional information from the patient reported that he had an appointment on (B)(6) 2015, with an orthopedic specialist at a spine center to have the issue taken care of. No further outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer implanted for failed back surgery syndrome and spinal pain reported that they had burning sensation inside of the implant incision area and the outside area was numb. The patient reported that the implant was supposed to help their pain in the leg, but when he turned the implant on, his buttocks area was numb and it all started several months prior to the report. They further stated that when the implant was off the burning and numbness was worse. The patient stated that he never had problems with the implant before. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.